Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
A distributor received information from a nurse that a patient reported the pump alarmed so he turned it off. The patient did not remember what message was on the screen when he turned the pump off. The patient was scheduled for a disconnect, the nurse reported the bag was empty, but the pump showed it had 17.8 ml left. Customer support explained the earlier alarm could have been for upstream occlusion and support could have gotten the patient back up and running, but the nurse insisted the bag was empty. Current volume to be infused (vtb) I: 17.8. Patient involved. There was no report of harm to the patient. No further details were provided. Medication is unknown.